Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon its completion, a supplemental will be submitted.

Event description:
The customer reported that the defib failed self test when connected to a pt to administer therapy. The customer did not indicate that the device caused or contributed to a death or serious injury.